Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the laboratory was 2.7 inr. The reagent used was requested but was not known. About 20-30 minutes later, the result from the meter was 3.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, not on heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and test strips were received for investigation and were tested with quality control materials. Testing results: qc 1: 2.9 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.